Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine a cause for the reported event.

Event description:
It was reported that the patient underwent a procedure for interbody fusion at l5-s1. During insertion of the interbody device, the cage fractured on impact into the disc space. Once the surgeon recognized that the cage was fractured he attached a removal attachment and used a slap hammer to reverse out (cage was reported as being intact enough to handle this). Upon explantation, the cage fragmented into 3 pieces. The large main position of the cage was easily removed with the slap hammer. The 2 remaining fragments were removed easily with a bayonet. There were no neurological complications reported. There were no fragments left in the patient. No patient complications were reported.